Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker dependent patient presented with dizziness. System evaluation identified noise, oversensing, pacing inhibition and elevated pacing impedance measurements on the right ventricular (rv) channel. A boston scientific technical services consultant reviewed the data and informed the caller that the issue is due to a high pacing impedance measurement which can cause grounding issues in the system, resulting in the minute ventilation (mv) signal to not be filtered out of the egm signal. A revision procedure was performed and this device and the associated competitive rv lead were removed from service and replaced. No additional adverse patient effects were reported.